Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred transiently. The outcome of this case is unknown. At a later date, a right inguinal iatrogenic pseudoaneurysm occurred. The patient was hospitalized for an extended period and vascular surgery was performed. The pseudoaneurysm resolved. No further patient complications have been reported as a result of this event.